Manufacturer narrative:
Lot number provided is not valid information. No information has been provided to date. The lot number provided is not valid information. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette disconnected and the pump is not working. There is no contact between the device and the pump. No patient injury was reported.

Manufacturer narrative:
No valid lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).